Manufacturer narrative:
Siemens healthcare diagnostics is conducting a correction for the immulite 2000 and immulite 2000 xpi immunoassay systems water and liquid waste bottles received starting may 2013. Siemens has identified that the water and liquid waste bottle assemblies were manufactured with a quality issue. The smaller diameter opening of both bottles is undersized and/or deformed, preventing the cap from closing or fastening securely to the bottle. Urgent medical device correction (umdc) 2015-03-05 entitled "immulite 2000 and immulite 2000 xpi water and liquid waste bottles issue" was sent to customers in the united states and urgent field safety notice (ufsn) 3022 entitled "immulite 2000 and immulite 2000 xpi water and liquid waste bottles issue" was sent to customers outside the united states in (B)(4) 2015. The umdc/ufsn describes how to identify a defective bottle and actions to take if a defective bottle is identified.

Event description:
The operator of immulite 2000 xpi instrument observed worn threads on their water and liquid waste bottles, making it difficult to properly tighten the caps onto the bottles after filling or emptying the bottles. The customer stated that they always treat the bottles in accordance with maintenance specifications and the bottles are not stored in an area where the plastic could be destroyed.